Manufacturer narrative:
One opened handpiece injector was received for the report of not possible to push the lens through cartridge. A visual inspection of the handpiece injector was performed and was found to be conforming. A dimensional plunger position height check was performed and was found to be conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore not possible to push the lens as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the shooter defect was noted. The surgery was completed, and there was patient contact but no patient harm. No medical intervention was needed. Additional information was requested received stating when using the shooter it was not possible to push the lens through the cartridge by means of a rotational movement without much force. The surgery was completed with another iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).